Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 11/06/2024, it was reported that the patient¿s cgm was displaying ¿low readings¿ (no specified values reported). No bg meter reading was taken at this time. The patient was wearing a tandem insulin pump. The patient was feeling lightheaded, nauseous, and was vomiting. The patient¿s parents took the patient to the emergency room (ER) around 1030pm. At the ER, the patient¿s cgm was reading low mg/dl while the bg meter was reading 600 mg/dl. Two more bg meter tests were taken to confirm the inaccuracy, one bg meter reading was 400 mg/dl and the other was 350 mg/dl. All while the cgm device was reading low mg/dl or ¿around 40 mg/dl¿. The sensor was then removed. At the ER, the patient was treated with unspecified IV fluids. The patient was discharged home the following day, on (B)(6) 2024 (less than 24 hours). The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the wearable. As previously reported, performance data was reviewed and the allegation was undetermined. The probable cause could not be determined via product. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).